Event description:
Event became reportable based upon analysis completed on 07/21/2008. It was reported that during a peripheral stenting procedure, tracking difficulties were encountered. The lesion was located in the superficial femoral artery (sfa). During advancement of the sentinol biliary stent delivery system (sds) over the amplatz guide wire, the sds became stuck. Therefore, the sds and the guide wire were removed as a unit, and another sentinol sds and a non-bsc guide wire used to compete the procedure successfully. No pt injuries or complications were reported. Pt status is listed as "good." Analysis revealed missing ptfe coating.

Manufacturer narrative:
Returned device analysis verified the difficulty stated in the complaint. The guide wire was received stuck inside of a catheter identified as a sentinol sds. Multiple unsuccessful attempts were made to remove the guide wire from the catheter. Approximately 3.5 cm of the guide wire was exposed distally from the tip of the catheter and 95 cm of the guide wire was exposed proximally from the proximal hub of the catheter. The exposed distal segment of the guide wire exhibited multiple bends. The exposed proximal segment of the guide wire revealed missing coating from 54.5 cm to 70.5 cm and 68 cm to 70.5 cm distal to the proximal tip of the guide wire. The outside diameter (od) of the exposed segments of the guide wire was found to be within specifications. The investigation conducted failed to indicate a root cause or probable root cause based on the evidence presented by the incident device. Therefore, the root cause is considered undeterminable.